Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 168 mg/dl and 414 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
It was reported that during an open colon resection, the device locked on the bowel and was cut off by clamping it with an instrument and a cold knife. The release button would not open the device. Another device was used to resect the bowel and to complete the procedure. The procedure was prolonged by 10-15 minutes. No adverse consequences reported. (B) (6).